Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging modalities failed. The x-ray batteries and rad/gain calibration where not good. Recharged x-ray batteries and checked on the mobile view station (mvs). Calibration after one hour done on the rad and gain of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. Software analysis shows that software issue resolved onsite and behaved as designed after battery recharge and calibration. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion procedure, they see black dot's on the screen when the 2d or 3d scans are taken with the imaging system. Troubleshooting confirmed that when 2d or 3d pictures where taken, the pictures give dot's. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.